Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via that the insulin pump alarmed for compromised force sensor system. The customer¿s blood glucose level was unknown. Customer reported that the drive support cap was normal. Customer reported that the insulin was squirt out during fill cannula. Customer reported that the insulin pump had less responsive buttons. The customer was advised that the insulin pump need to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.